Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 2 devices were received. 2 device investigation types have not yet been determined. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device reportedly overheated. 2 events had the problem identified during a non-clinical procedure; there was no patient involvement. 2 events had the problem identified before clinical use/exposure; there was no patient involvement.

Event description:
This report summarizes 4 malfunction events in which the device reportedly overheated. - 3 events had the problem identified before clinical use/exposure; there was no patient involvement. -1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 4 previously reported events are included in this follow-up record. Product return status 4 devices were received.